Manufacturer narrative:
UDI: (B)(4). The lot number was unknown. Investigation summary: according to the information provided, it was reported that the customer opened one of the 4.9 healix self punching anchors and the peek tip looked damaged. The complaint device was returned for evaluation. Upon visual inspection, it could be observed that the device was returned without its original packaging and the handle has a slight spots of biological matter. There are no structural anomalies on the shaft, the metal peek tip is in good condition. When reviewing the peek dilator, it was found to be damaged due to a force applied against itself. The peek dilator was reviewed at magnification, and it was confirmed that the damage was caused by a force applied over its surface. Given that lot number was not provided, the manufacturing record evaluation (mre) review cannot be performed. If the lot number becomes available, the mre review will be performed. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. According with the visual inspection result, this complaint can be confirmed. The root cause for this issue can be attributed to an incorrect step/instructions following, slight tension should be applied to the sutures at the moment of inserting the peek dilator, the peek dilator was not held in place , therefore the peek dilator was damaged , as per IFU 116920: hold slight tension on the sutures and slide the distal tip of the device toward the insertion site. Use downward force to hold the anchor nose in bone and apply desired tension to the sutures. Tensioned sutures may be placed in the slot on the driver handle for convenience. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.

Event description:
It was reported by the affiliate in (B)(6) that during a biceps tenodesis procedure on (B)(6) 2021, it was observed that the 4.9 healix adv sp peek ce and its peek tip looked damaged upon opening its package. During in-house engineering evaluation, it was determined that the handle had slight spots of biological matter and the peek dilator was damaged due to a force applied over its surface. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.